Event description:
Relative of home pt (hp) reported hp feeling full, as if hp were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp's relative reported the hp felt full during dwell 1 and suspected the hp had filled the programmed 2400ml without draining out the manual day exhange volume of 2000ml. Hp's relative called baxter's operational support for assistance. Hp's relative reported placing the cycler into a manual drain, removing 4795ml of fluid. Hp's nephew reported once the manual drain was completed the hp continued therapy to completion with no further difficulties. Hp's nephew relates the hp had an initial drain alarm setpoint of 0ml, yet has a manual day exchange of 2000ml that hp performs before start of therapy using the homechoice cycler. According to the hp's nephew, there was no pt injury or medical intervention.